Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 08-may-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 16mg/ml at 1 .8mg/day via an implantable pump. It was reported that the patient was scheduled for a pump replacement and during the pump replacement they were unable to successfully aspirate csf (cerebral spinal fluid) with the existing catheter. There were no environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was aspiration was unsuccessful on (B)(6) 2020. The actions and interventions taken to resolve the issue was the catheter replaced and the dosage was reduced from 1.8mg/day to 0.77mg/day. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.